Event description:
It was reported that the patient was seen in the clinic due to feeble heart rate. Upon being sedated the patient had no heartrate. During the implant procedure, this right ventricular (rv) lead exhibited noisy signal when attached to the device. The physician thought that it could be that he might have hit the lead with his needle when doing second stick. Subsequently a new rv lead was connected to the device, however the noise continued along with pacing inhibition. The physician then decided to implant a new device and connected the lead which no longer exhibited noise. This concluded that the issue was with the initial attempted device header. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is returned for analysis.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h11 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted blood and body fluid in the lumen due to damaged insulation. Cuts in the outer insulation, consistent with implant damage, were confirmed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was seen in the clinic due to a feeble heart rate. A procedure was undertaken to implant a pacemaker system. Upon being sedated, the patient had such a low heart rate, it was nearly absent. During the implant of this pacemaker and associated leads, the right ventricular (rv) lead exhibited noisy signals when attached to this pacemaker. It was suspected the lead may have been inadvertently damage with a needle when performing a second stick. Subsequently a new rv lead was connected to the device; however, the noise continued, and pacing inhibition was also noted. The pacemaker was replaced and was connected to the newly placed lead and no noise was noted. The attempted pacemaker and lead were returned for analysis.

Event description:
It was reported that the patient was seen in the clinic due to feeble heart rate. Upon being sedated the patient had no heartrate. During the implant procedure, this right ventricular (rv) lead exhibited noisy signal when attached to the device. The physician thought that it could be that he might have hit the lead with his needle when doing second stick. Subsequently a new rv lead was connected to the device, however the noise continued along with pacing inhibition. The physician then decided to implant a new device and connected the lead which no longer exhibited noise. This concluded that the issue was with the initial attempted device header. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The complete lead was returned intact. Blood and body fluids were noted in the lumen due to damage insulation. The helix was retracted and dried body fluid was noted in the helix housing. Visual inspection revealed no abnormalities. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.